Event description:
The customer reported being hospitalized with high blood glucose of 500mg/dl, and she was treated with an insulin drip and the insulin pump. The customer experienced nausea, vomiting, excessive thirst, irritability, fruity breath, and abdominal pain. The caller stated that the cause of her admission was agitation and alcohol; he does not recall the outcome of the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.